Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at fsl ups lyndhurst, nj site, it was observed that the holding sleeve for screwdriver was missing a component. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) holding sleeve for sd screwdriver sft t8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.468, synthes lot: 6056443, supplier lot: n/a, release to warehouse date: january 02, 2009, manufactured by: synthes brandywine. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device, holding sleeve was returned to customer quality (cq) west chester for investigation. The compression spring on the collet was missing from the device. No other issues were identified. Document/specification review: based on the date of manufacture, the current and the manufactured revision of drawings for the part were reviewed. Holding sleeve. Dimensional inspection: this is irrelevant as the compression spring was found to be missing from the device. Conclusion: the complaint condition can be confirmed based on the available information. The item was missing the spring from the collet. A definitive assignable root cause of this issue cannot be identified from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.